Manufacturer narrative:
Based on additional information received, that there was no allegation against the device. The updated malfunction of reported device does not directly or indirectly led, might have led or might lead to death of a patient, user or other person; temporary or permanent serious deterioration of patient's, user's or other person's state of health. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the device was sent for preventive maintainance.

Manufacturer narrative:
H3: product analysis confirmed that module is not able to connect with system. Show error check connection or replace the module'. Pcb failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use nim eclipse had alleged defect. There was no patient impact.